Event description:
A valiant captivia stent graft system was implanted in the patient for the endovascular treatment of a thoracic aortic aneurysm. It was reported that during device follow-up the patient's neck had deteriorated due to disease progression leading to a type ib endoleak with increasing sac size. The physician is consulting another physician with the possibility to intervene the patient. No date has been set for the intervention. No additional clinical sequelae were reported and the patient will be monitored by the physician.

Event description:
Additional information was received for this case. The patient received an intervention where a valiant stent graft was added to treat the type ib endoleak. The endoleak was resolved. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4).